Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen "doesn't fully display one place there is no lights" and that the "bluetooth disconnects on the pump." There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support regarding the issue, therefore no additional information was obtained.